Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2015 with the following findings: investigation revealed that the display was discolored. Unrelated to the original complaint, investigation revealed that the keypad buttons were intermittently unresponsive. The keypad cover was removed, and there was evidence of contamination found under all button contacts. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.